Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room during implant. Device interrogation revealed that the implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular lead and patient did not receive therapy during the oversensing. Oversensing was not observed the following day so no programming changes were made. Post-paced t-wave oversensing reoccurred. Programming changes were made to resolve the issue. Patient was stable.

Event description:
New information received stated post-paced t-wave over-sensing reoccurred. Programming changes were made successfully.